Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges: the circuit is cracked on distal end where it connects to the end piece. Alleged defect was discovered upon inspection. No patient injury reported.